Event description:
During surgery, the hex part run idled when placing the screw thus it was unable to place the screw all the way. The screw was already in the bone to some extent, however, the surgeon held the screw threads with an instrument and removed that screw. Using another new screw, he managed to placed the screw. There were two drivers available, but both tend to idle when placing screws.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.